Event description:
During incoming inspection, the distributor rejected this device, 0033120, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received four 0033120 in original packaging. Lot number was verified. Performed a visual inspection, there were no obvious signs of a breach in the seal however, the device was encroaching into the seal. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal on two of the packages. Root cause cannot be determined, however, based upon evaluation of the device, a possible cause of this event is the device was encroaching into the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of four (4) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 34 complaints, regarding 77 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.